Manufacturer narrative:
Additional information was received that the reason for revision was due to patient not receiving stimulation. The patient underwent a revision procedure wherein ipg and lead were replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.